Event description:
It was reported that during surgery that it was observed that the impactor fractured. Surgeon used a secondary impactor to confirm implant was secure. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. The patient did not retain any foreign material from the fractured device. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product/provided pictures identified the inserter returned shows signs of use and wear and tear. The strike plate and the shaft have witness marks from impaction and the prongs on the distal end of the inserter are damaged. The black poly impactor tip was not returned with the device however there is epoxy residue that remains on the distal end of the inserter. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. Per the IFU,: ¿inspect the instruments for damage and completeness upon receipt and after each use and cleaning. Instruments in need of repair should be set aside for repair service or returned to biomet¿ the reported event is confirmed. The set was not properly checked when it returned back to the warehouse after the initial complaint. The device was then used again and broke during a second procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.